Event description:
It was reported that during implant, the physician had difficulty advancing the stylet through the lead and high pacing lead impedance was detected. The lead was not implanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.